Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the returned product identified signs of use (surface scratches/nicked/gouged) and one of the spikes is fractured, with not all pieces returning. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tibial spike when we opened the tray, the spike tip was missing and broken off. This did not happen during surgery or have patient involvement. It was reported that no further information is available.